Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient came into the office, the dressing was changed and the site was inspected. No further information reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient didn't sleep well the night prior due to insomnia. It was also reported that the patient was tired and was inquiring if it was from anesthesia. Patient was redirected to their healthcare provider. Patient also reported that sometimes they felt a shock from the stimulation when walking around their house. Patient also mentioned throwing up from anesthesia. It was unknown if these issues were resolved at the time of the report. Additional information was received. It was reported that the patient sat on the toilet to use the restroom and when they stood up something got caught on the toilet and they were in severe pain. Patient was able to decrease stimulation, which did not relieve the pain, patient was in tears. Patient stated they thought the lead got pulled out. Patient was advised to call their healthcare provider's office. The issue was unresolved at the time of the report. No further complications were reported or anticipated.